Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to corrosion on the scope connector and a damaged charged-coupled device unit, resulting in no image being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.